Event description:
It was reported that during a right colon procedure, the seal cap came apart. A new one was used to complete the procedure. There was no pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.